Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. The customer experienced seizures and loss of consciousness. However, they reported they were able to self-treat with long-acting insulin (dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and plug did not properly seated; no physical damage was observed. Sharp was bent through sensor plug and patch. No visual inspection was performed on sensor plug. Therefore, issue is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. The customer experienced seizures and loss of consciousness. However, they reported they were able to self-treat with long-acting insulin (dose unspecified). There was no report of death or permanent impairment associated with this event.